Event description:
Following revision, the pt continued to experience symptoms of hallucinations, slight increase in tone, and increased pain. An x-ray was performed which indicated that it appeared that the catheter may have become disconnected, as the connector was out in the flank. A catheter revision was planned for sometimes in the future. The hcp does not believe that the pt is experiencing baclofen withdrawal. The hcp reported the pt outcome as non-serious injury/illness. The pt's pump contained lioresal.